Event description:
Effluent bag on crrt (continuous renal replacement therapy) machine burst spilling dialysate on the floor.

Event description:
Effluent bag on crrt (continuous renal replacement therapy) machine burst spilling dialysate on the floor.